Event description:
An office manager reported one of their pts' vision is decreasing following intraocular lens (iol) implant surgery due to a defective lens. The pt was reported to have cystoid macular edema. It was also reported that this pt has retinal issues in his fellow eye. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 12/16/2009, 12/17/2009 and 01/04/2010 by phone, fax and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).